Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was observed to have a recognition failure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it passed the recognition and engagement tests. It also passed the energy recognition tests with both in-house generators. The instrument could be attached and removed from the arm without any issues on multiple attempts. Additional observations: the grips of instrument did not open nor close. The grip pulley was found to be dislodged from dowel pin at the back end. As a result, the jaws did not open. The probable root cause of a dislodged pulley at dowel pin is attributed to component failure.